Event description:
Candela clinical manager notified by third party (patient attorney) that patient had experienced blistering to the point of scarring after a vascular lesion treatment. The product serial number was given, but not the treatment date, event date, nor the physician name.